Event description:
Info rec'd indicated that one of the siderails would not lock in the upright position.

Manufacturer narrative:
A f/u report will be sent once the customer discloses their investigation.